Event description:
New information notes the patient presented for a follow up in clinic. An upgrade to restore rf (radio-frequency) telemetry and a cybersecurity upgrade was completed. The patient was stable before, during, and after the upgrade.

Manufacturer narrative:
Manufacturer narratives/ data: the device is included in the flash 3 firmware upgrade rf telemetry failure advisory notice issued by abbott on 8 january 2020. Further information was requested but not available.

Event description:
During remote follow-up, rf telemetry was unable to be established with the implanted device. A firmware upgrade was recommended to resolve the issue. The patient was in stable condition.